Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found that the instrument was reporting out 139ul for a cup with 200ul of wash in it. Fse made adjustments to the sample cup bottom position parameter to get a value of 203ul in a cup with 200ul of wash. Fse then ran qc and verified there were no more short sample errors or the ss flag. The aia-360 instrument is functioning as intended. No further action required from field service. This aia-360 instrument was installed at customer facility on (B)(6) 2017. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, ss flag is insufficient sample. The assay was cancelled because of insufficient sample. If this flag appears when there is an enough sample, either the sample nozzle or the sample detection sensor may be faulty. If this problem occurs frequently, contact the service department. The most probable cause of the reported event was due to the bottom of sample cup needed realignment.

Event description:
On (B)(6) 2017 a customer reported getting ss flag during quality controls (qc) on the aia-360 instrument. The customer is unable to run intact parathyroid hormone (ipth) on patient samples. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
This follow-up #2 is for a correction in the previously submitted follow-up #1 where the dates in these sections were incorrect. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. In both sections the fse dispatched date was (B)(6) 2017. The corrected date is (B)(6) 2017.